Event description:
I switched to dexcom g7 cgm (continuous glucose monitor) with the intent of going on an insulin pump, however, in my experience bluetooth connectivity, need for calibration, sensor accuracy, and lack of customer support make this product far from market ready.